Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer changed their cartridge, infusion set tubing and site prior to contacting tandem technical support. The customer's blood glucose (bg) level was 670mg/dl and a manual injection was administered to address the bg level. During a follow-up, the customer reported their bg level was 199mg/dl.